Manufacturer narrative:
Please note that section d of this report was updated with the device manufacturing details. Arjo was notified about an incident involving an arjo maxi move passive floor lift and a clip sling. Hospital representative reported that during initial phase of a transfer from a chair, one of the shoulder clips detached from the lift spreader bar attachment point (lug). The detachment occurred at the very initial phase of the transfer. No patient fall nor injury was reported. Arjo representative visited the customer to provide a device inspection. No malfunction with the maxi move device was reported. It remains unknown which sling was used during the claimed transfer, because it was not excluded from use. According to limited information collected during arjo technician visit, 12 out of 16 slings in the customer¿s possession had signs of normal wear. To date, no further information has been made available. Passive clip sling instruction for use (04.sc.00) guides through transferring procedure and informs the user how to attach the sling properly. ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿make sure that: all clips are securely attached.¿ due to the limited information received, it was not possible to determine the circumstances or the root cause of the reported incident. To sum up, lift and clip sling were used as a system for a patient transfer when the shoulder clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint in abundance of caution in abundance of caution due to an indication of the clip detachment during transfer.

Manufacturer narrative:
Arjo representative visited the customer to collect more information regarding a reported incident. According to the results of the inspection, the hospital staff was unaware which lift and sling were involved in the incident because they were not taken out of service after the reported detachment occurred. To date, no further information has been made available. The customer is unaware which lift and sling were involved in the reported detachment.

Event description:
Arjo was notified about an incident involving a lift and a sling. Hospital representative reported that during initial phase of a transfer from a chair, one of the shoulder clips detached from the lift spreader bar attachment point (lug). The detachment occurred at the very initial phase of transfer so there was no patient fall nor injury reported.